Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and 1 of 2 sensors visually found sensor cannula is broken and the remaining broken cannula part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. The remaining sensor performed bicarbonate buffer test. Sensor passed per spec with accurate readings.

Event description:
It was reported the customer received a sensor error alert. Troubleshooting found the customer's cannula was short. Customer also stated there was no damage to the connection bridge and pins on their transmitter. No additional information provided.